Event description:
Event description cpi received information that during the routine replacement procedure of an implantable pulse generator (ipg) this bipolar lead was damaged. The physician elected to remove the lead from service. No additional information is available.